Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service technician identified that the device had corrosion on the insertion tube. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the corroded insertion tube was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.